Manufacturer narrative:
Continuation of d10: product ID 97755-s serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) h3: analysis of the 97755-s recharger (serial number (B)(6)revealed that the recharge antenna tested okay and no issues with rtm charging the ins were found. The device passed the final functional test. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt said their controller was not recharging their ins. Pt said they were seeing a low battery message when trying to charge but said the battery wasn't low. Pt tried starting a charging session of their ins and first received the battery low, recharge ins soon screen (controller 90%, ins in the orange). Pt mentioned it takes a lot longer than it used to to connect to the ins to start charging and one time while charging, the ins percentage decreased instead of increased. Pt then was able to start charging the ins with an excellent connection (even with rtm cord moving) and shortly after received the batteries low, replace controller batteries soon message. Pt inspected the controller port and said it looked good. An email was sent to the repair department to replace the li battery. Case reopened and reassigned to send email to repair for recharger replacement. Li battery pack (bp) recent replacement modal / serial numbers added to secure note. Pt called back from number registered reporting they were unable to charge their neurostimulator (ins) battery with the recharger <(>&<)> they were unable to turn it on. Pss understood the patient controller (ptm) was unresponsive. Pss had pt make sure nothing was plugged into ptm, remove bp, plug ac power supply into a wall outlet and then connect to ptm after verifying power light was green on the power adapter box. Pt confirmed ptm powered on then reinserted bp. Pt said the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt provided current battery levels: ptm 60% recharging ins 30%. Pss advised pt to continue recharging ptm bp to 100%. Pss reviewed best practices for recharging/maintaining battery levels. Pt verified they are still seeing 'batteries low-replace controller batteries soon' message after receiving replacement bp. Pss noted pt has had replacement ptm's and a rtm in (B)(6) 2022.